Event description:
A foreign object was intentionally left in the intramedullary canal of the femur. Patient underwent left hip arthroplasty. During the procedure, part of the reamer broke off and was irretrievable. The surgeon and manufacture engineers/representatives discussed risk and benefits and it was decided to leave the part in place.